Event description:
The customer reported receiving a false negative reactivity in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot# 072005037-17 during correlation/validation studies between tube and gel methodologies for cord blood studies.